Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed that the device was unable to keep a connection to the customer¿s network. Functional testing was performed. The device was able to connect to the baxter network, navigate through the screens and run an infusion without discrepancies. A sample drug library was loaded successfully onto the device. No device issues were identified. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed library configuration. This was an out-of-box failure before first clinical use in the biomed service department. There was no patient involvement. No additional information is available.